Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that bd precisionglide¿ needle was blocked during injection. This occurred on 3 occasions. The following information was provided by the initial reporter: the needle was blocked during injection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle was blocked during injection. This occurred on 3 occasions. The following information was provided by the initial reporter: the needle was blocked during injection.